Manufacturer narrative:
Image review: the customer provided a photo of the hawkone after it was removed from the patient. The reported tip separation was identified; however, the separation occurred at the proximal edge of the laser drilled coils and distal to the anchor pockets. The detached portion of the housing remained connected to the hawkone, connected by the drive shaft/cutter assembly. The proximal end of the black guidewire tubing was flared/peeled outward from the housing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a hawkone device during treatment of a calcified lesion in the patient¿s proximal popliteal artery. Lesion exhibited 80% stenosis. Severe calcification reported. IFU was followed. Vessel pre-dilation was performed. It is reported moderate resistance was experienced during withdrawal attempt. It is reported the tip detached. The tip separated at the hinge pin and pulled away from the catheter. Post-dilation was performed with dcb to complete the procedure.

Manufacturer narrative:
Additional information: the hawkone was used with a 6f sheath and a spider fx embolic protection device. The tip separated at the hinge pin, the hinge pins remained intact. The tip detached in the sheath and was removed through sheath. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.